Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Event description:
It was reported that the item has not been working as it should.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated this air dermatome. Initial qa inspection of the air dermatome revealed that the control bar was setting and the calibration did not meet the specifications. The finish was splotchy white and the hose that was returned was not a zimmer biomet product. The repair of the air dermatome was not performed. The device was scrapped due to the condition of the dermatome. The reported event was non-verifiable since the motor ran as intended. The root cause of the device not working as it should was due to the control bar being set too high and the device being out of calibration. The root cause of the motor not functioning could not be determined with the provided information since the motor was within specifications. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The air dermatome was scrapped.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device was not working as it should. In the past the device has "vibrated too much; the blade was not moving accurately (resulting in an inaccurate harvest); and the motor not functioning well." No adverse events have been reported as a result of the malfunction.